Event description:
It was reported that during the endoscopic vein harvesting procedure, the c-ring broke, separated in half while in the leg. The cannula was removed from the leg and one half of the c-ring came off from the cannula. Another device was used for the case and procedure was completed. No pt complications were reported, and it was not known if there was any broken piece left inside the pt.

Manufacturer narrative:
Investigation results: it was observed that the c-ring cradle had broken in half. The complaint was confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.